Event description:
It was reported that the patient presented to the emergency room after experiencing unspecified uncomfortable symptoms. Interrogation of the pacemaker revealed no issues, and the impedances and threshold were fairly stable. It was observed, however, that there was failure to capture approximately every 15 seconds. The ventricular threshold was between 1.3 v and 1.5 v and the device output was increased from 2.5 v to 5 v. The patient was 99% pacing dependent. Following the adjustment, some failure to capture was still observed. The pacemaker system remains in service. It was additionally reported that the patient recently presented for a check-up of the system. X-ray revealed no significant changes; however, the right ventricular (rv) pace impedance measured 120 ohms and insulation breakage was suspected. The pacemaker was programmed to unipolar, which eliminated the loss of capture and resulted in stable signals. Technical services recommended considering sensitivity adjustments in relation to the unipolar programming. The rv lead remains in service. It was additionally reported that the patient was hospitalized due to the event and had experienced dizziness and nausea. He subsequently had stabilized intrinsic rhythms and the device system was currently functioning well. It was suspected that the patient's medication could have contributed to the event. No additional adverse patient effects were reported.

Event description:
It was reported that the patient presented to the emergency room after experiencing unspecified uncomfortable symptoms. Interrogation of the pacemaker revealed no issues, and the impedances and threshold were fairly stable. It was observed, however, that there was failure to capture approximately every 15 seconds. The ventricular threshold was between 1.3 v and 1.5 v and the device output was increased from 2.5 v to 5 v. The patient was 99% pacing dependent. Following the adjustment, some failure to capture was still observed. The pacemaker system remains in service. It was additionally reported that the patient recently presented for a check-up of the system. X-ray revealed no significant changes; however, the right ventricular (rv) pace impedance measured 120 ohms and insulation breakage was suspected. The pacemaker was programmed to unipolar, which eliminated the loss of capture and resulted in stable signals. Technical services recommended considering sensitivity adjustments in relation to the unipolar programming. The rv lead remains in service.